Manufacturer narrative:
UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Investigation of this event is pending and a supplemental report will be sent upon its completion.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) driveline was damaged. Servicing was scheduled to be performed. The vad remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the old tape was removed, and the complete outer sheath was brittle and broken into small pieces. The inner lumen was intact with no exposed wires, and the last pieces of the strain relief was removed, and wraps of tapes were placed directly at the beginning of the cable. The backnut was filled with silicon, and the new strain relief cut lengthwise and placed over the cable and pushed into the backnut. A driveline sheath repair was performed. It was noted that the driveline cover was movable over new repair.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for revision to the product event summary. Revised product event summary: the driveline cable associated with the vad was not returned for evaluation. Review of the vad's service history records indicated that the device was previously serviced, and the repair actions were verified. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed no anomalies within the analyzed period. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed that a previous sheath repair was worn out, new damage to the outer sheath and that repair tape had been applied by the healthcare provider. Additionally, the on-site inspection and visual evidence revealed damage to the strain relief and a gap in the driveline connector body. The visual evidence also revealed discoloration of the outer sheath. As a result, the reported event was confirmed. A driveline sheath repair, which included filling the connector backnut with silicon and placing a new strain relief, was performed to mitigate the conditions reported. The most likely root cause of the driveline repair damage and strain relief damage may be attributed, but not limited, to improper handling and/or wear over time. The most likely root cause of the observed repair tape applied by the healthcare provider can be attri buted to the handling of the device. Based on historical review of similar events, the most likely root cause of the reported driveline sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Capa00221 investigated loose driveline connector issues. The pump was manufactured prior to the implementation of corrective actions of capa00221. Based on the investigation of capa00221, the most likely root cause of the reported gap in the driveline connector body is the interaction of rtv silicone and epoxy during the connector assembly process that causes a reduction in bonding strength. Even though this CAPA is closed, the vad serial number for the product falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of (B)(6) service history records indicated that the device was previously serviced, and the repair actions were verified. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed no anomalies within the analyzed period. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed that a previous sheath repair was worn out, new damage to the outer sheath and that repair tape had been applied by the healthcare provider. Additionally, the on-site inspection and visual evidence revealed damage to the strain relief and a gap in the driveline connector body. The visual evidence also revealed discoloration of the outer sheath. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. The most likely root cause of the driveline repair damage and strain relief damage may be attributed, but not limited, to improper handling and/or wear over time. The most likely root cause of the observed repair tape applied by the healthcare provider can be attributed to the handling of the device. Based on historical review of similar events, the most likely root cause of the reported driveline sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Capa00221 investigated loose driveline connector issues. The pump was manufactured prior to the implementation of corrective actions of capa00221. Based on the investigation of capa00221, the most likely root cause of the reported gap in the driveline connector body is the interaction of rtv silicone and epoxy during the connector assembly process that causes a reduction in bonding strength. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that, during the repair procedure, the covering applied by the healthcare provider was removed and it was discovered that the driveline sheath was fractured in multiple places and was "partially los(t)." It was also reported that the driveline strain relief was almost completely gone. The driveline sheath was repaired and the driveline strain relief will be repaired.

Manufacturer narrative:
A supplemental report for correction is being submitted to b5 and updated product event summary to include information and coding for the brittle tape allegation. Updated product event summary: the driveline cable associated with (B)(6) and the driveline sheath repair tape (lot no. R032445) associated with sheath repair kit (lot no. 2007211) were not returned for evaluation. Review of (B)(6) service history records indicated that the device was previously serviced, and the repair actions were verified. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed no anomalies within the analyzed period. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed that a previous sheath repair was worn out, new damage to the outer sheath and that repair tape had been applied by the healthcare provider. Additionally, the on-site inspection and visual evidence revealed damage to the strain relief and a gap in the driveline connector body. The visual evidence also revealed discoloration of the outer sheath. On-site inspection of the sheath repair tape revealed that the tape was fragile and discontinuous. As a result, the reported event was confirmed. A driveline sheath repair, which included filling the connector backnut with silicon and placing a new strain relief, was performed to mitigate the conditions reported. The most likely root cause of the driveline repair damage and strain relief damage may be attributed, but not limited, to improper handling and/or wear over time. The most likely root cause of the observed repair tape applied by the healthcare provider can be attributed to the handling of the device. Based on historical review of similar events, the most likely root cause of the reported driveline sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Capa00221 investigated loose driveline connector issues. The pump was manufactured prior to the implementation of corrective actions of capa00221. Based on the investigation of capa00221, the most likely root cause of the reported gap in the driveline connector body is the interaction of rtv silicone and epoxy during the connector assembly process that causes a reduction in bonding strength. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. CAPA pr00688476 is investigating silicon tapes with undesired splices. Based on an investigation conducted under CAPA pr00688476, a possible root cause of the reported fragile sheath repair tape may be attributed to the inadequate contact between the layers of self-fusing silicon tape, compromising its ability to meet the specified requirements for tensile strength and flexibility. Based on an investigation conducted under CAPA pr00688476 and the available information, the most likely root cause of the reported spliced sheath repair tape can be attributed to a manufacturing issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during the driveline repair it was noted that the tape felt fragile and would cut off while applying tension as usual. The issue was managed by adjusting tension. Additionally, part of the tape in the middle had two (2) end parts of the tape were stuck together and the tape was not continuous. The tape not being continuoud forced the repair to begin again. In the end, the repair was performed as intended.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the connector and strain relief technical on-site evaluation took place. A gap bigger than normal between the locking mechanism was noticed, no screw thread seen at connector, the locking mechanism was check and functional, back nut not loose, attempt to close the gap to turn the back, but it was not possible by hand or wrench. Materials to repair the strain relief were order.